Manufacturer narrative:
(B)(4). The analysis results found that one device was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as whistling or hissing? ---no information. If so, did the noise prevent insufflation? ---no information. Was there a drop in pressure? ---yes. If yes, did this affect the visibility of the surgeon? ---yes, then the device was replaced. What was the gas consumption rate or volume (liter/minute)? ---8 to 10 mmhg. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? ---no. If so, what device? ---n/a. Was any torque being applied to the trocar or device? ---no.